Event description:
A langston v2 dual lumen pigtail catheter was used in a clinical procedure. While injecting contrast and saline, the physician noticed that the catheter was pierced at the y-junction on the proximal end. No patient impact was reported.